Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observation: the grip tang on instrument was found to be bent. The grips do not show cracking damage. The probable root cause of bent grip tang is attributed to damage through collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.